Event description:
Complainant alleged that the medics were treating a patient who was in cardiopulmonary arrest, and who was presenting a ventricular fibrillation heart rhythm. The medics attempted to defibrillate the patient multiple times, but the device would not charge. The medic changed the device battery, but the problem still remained. Eventually, the device charged and the medic was able to defibrillate the patient once at 200 joules, and a second time at 300 joules. The complainant indicated that the patient subsequently expired in the hospital emergency room, but that they do not believe that the patient outcome was a result of the reported malfunction.